Event description:
Device malfunction: none. Symptoms/ae: hypotension, dizziness, retroperitoneal hematoma. Time of symptoms/ae: after vessel closure. It was reported that a physician trained in the use of the starclose se achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, immediately after arteriotomy closure, dizziness and hypotension developed. A computed tomography (CT) scan identified a retroperitoneal hematoma. Integrilin was discontinued, and the site was monitored until the retroperitoneal hematoma resolved. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any finding relevant to this report.